Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Off-label use: acd < 3.0mm (2.87mm), age (B)(6) at time of implant. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm12.6, diopter -3.5/3.5/031 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. The patient began to experience refractive surprise. As of the date of MDR reporting the lens remains implanted.

Manufacturer narrative:
Additional data: in the initial report, the lens model is described as a vticm12.6. The correct model is vticmo12.6. (B)(4).